Event description:
It was reported that the patient has expired after an implant duration of .43 months, due to bowel ischemia/sepsis. Information learned from the operative report. It was additionally reported that a second device, model #4900, was implanted. Refer to MFR #6000002-2008-09520.

Manufacturer narrative:
Device not returned.